Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the cartridge was damaged at the canister, interrupting insulin delivery. Reportedly, the customer overfilled the cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 257 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Device not returned.